Event description:
On (B)(6) 2013, the patient contacted animas, alleging a display (blank screen) issue. Patient reported that the pump rebooted to a blank screen with audible tones and issue was not resolved by battery change. Patient denied that there was trauma or moisture exposure to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.